Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 14-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was clarified to be unrelated to undocumented waste. A technical support specialist (tss) communicated with the customer who explained that accessed narcotics during a shift were not appearing in the end of shift accessed narcotics inventory count. Although an inventory count was completed on 12-apr-2026, it appeared to be a full narcotics inventory rather than an accessed narcotics shift count. The customer later confirmed that accessed narcotics pocket counts were working as expected, and no further issue was observed at that time. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es prompted users to waste medication even though there was nothing to waste, which prevented them from completing the narcotics count. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.